Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device and humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found an unknown red particulate contamination, slight dust-like and fibrous contamination in the humidifier enclosure, humidifier water tank and blower outlet seal. The manufacturer also found evidence of bio contamination, mineral deposits, hair like and dust like contamination in the flip lid seal, water tank, metal plate and drybox seal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed two instances of: e-130. The manufacturer concludes the contaminates found were consistent with an unknown contaminate, dust, hair and minerals. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.